Manufacturer narrative:
Date sent: 06/17/2008. Eval summary: the analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. The tissue pad was returned in good condition and no anomalies were noted during testing. Flaking of the tissue pad may be caused due to activation of the device while clamping without tissue being present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a thyroid procedure, the white pad bubbled and little white flecks were protruding from the pad. Another device was used to complete the procedure. There was no adverse pt consequence reported.